Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call air bubble issues. Customer's mother advised that the air bubbles appeared in the tubing and as a result the customer is going through low and high blood glucose levels. Customer advised they were able to remove the air bubbles out manually by pushing the plunger. Customer's mother advised that the customer and the insulin pump are not available at this time. Customer's mother was advised that troubleshooting is needed and to call back when the customer is back from school to complete the troubleshooting process.